Event description:
Complainant states that the tip of the total hip femoral prosthesis impaction instrument broke during surgery. The broken fragment was recovered from the pt. A second impaction instrument was used which also broke. This is being reported as a separate medwatch report. No other info was provided to co.